Manufacturer narrative:
(B)(4). Device evaluation: complaint device was not returned for evaluation. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a fully inserted zcb00 intraocular lens (iol) had to be removed from the left eye due to a capsule tear. Anterior vitrectomy was performed and incision enlargement was required. Reportedly, cause of the tear is unknown and patient is assumed to be doing okay. The lens was replaced with a non-amo iol. No further information was provided.